Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Upon receipt, the device did not communicate. The device di not communicate due to a depleted battery. The cause of the loss of communication due to low battery voltage is consistent with a bluetooth (ble) circuitry anomaly. Ble malfunction field action issued by abbott on 10 march 2022.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
H6 - investigation conclusion 4316 - code not available, as report was retracted. Correction: this report is to retract 2017865-2022-07290 submitted on (B)(6) 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements.